Manufacturer narrative:
Additional narrative: the date returned to manufacturer was documented (B)(6)2017 in the initial report. It has been updated as (B)(6)2017. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed cutter insertion assessment, the neuro-tip was drilled, the bearings were worn out, corroded and loose and create a situation where the cutter is not able to be inserted. This is because the bearings are no longer in axial alignment not allowing the cutter to pass through. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error (drilled neuro tip) and normal wear from use and servicing over time caused by worn out bearings (cannot insert cutter). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the electric motor device bearings and spiral pins fell apart and were missing balls and casing. It was further determined that the device failed visual test due to damaged component such as bearings falling part/crani clamp damage, hanger damage, cutter insertion test, locking mechanism test, and temperature test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.